Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, internal components were worn and corroded, so various components were replaced and the handpiece was returned to the customer.

Event description:
It was reported that the handpiece overheated during a procedure. The procedure was completed with another device. There was no delay and no allegations of adverse consequences associated with this event.